Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected in (B)(6) 2021 with an unknown rha product under the eyes. Approximately one year and a half after the injection, in (B)(6) 2022, the patient presented with swelling, hives and foreign body hypersensitivity under both eyes, that was first diagnosed as periorbital cellulitis. When the swelling started developing under the eyes, the patient was treated as follows: two doses of antibiotic (rocephine) injected intra-muscularely at three days interval. Antibiotic (doxycycline). Corticosteroids (prednisone). In addition, the patient was treated with five doses of hyaluronidase (last dose in (B)(6) 2023). The medical history of the patient mentions that she has allergies to antibiotics (ciprofloxacin and coumadin) based on the information received, infectious reaction such as a biofilm cannot be ruled out. Thus the case was assessed reportable to the FDA. Situation of the patient and symptoms evolution are being monitored. No additional information is available at the time of this report.

Manufacturer narrative:
According to the information received, the patient presented with swelling, hives and foreign body hypersensitivity under both eyes, that were firstly diagnosed as cellulitis. Bacterial colonies responsible for biofilms become active when conditions are favorable, for instance after infectious disease, trauma or manipulation. They can cause a variety of clinical presentations including cellulitis, abscess, nodules or granulomatous inflammation, which can manifest weeks, month or even years after dermal filler injections.